Event description:
On 21 december 2021, a customer contacted ortho care to report what was described as a discordant negative grading of an antibody screening reaction for a patient using the ortho biovue® system in conjunction with their ortho vision® biovue analyser j60003482 software version 5.13.0. Complainant/complaint reporter name: (B)(6), head of the blood transfusion. Date of event: (B)(6) 2021. Reagents: ortho biovue® system ahg anti-igg cassette (product code 707450; lot igc118j, expiration date 27 april 2022; manufacturing date 30 august 2021). 0.8% surgiscreen® (product code 719102; lot 8ss635; expiration date 18 january 2022, manufacturing date 16 november 2021). The customer reported that they had tested one patient sample for antibody screening in indirect antiglobulin test (iat) using ortho biovue® system ahg anti-igg cassette lot igc118j and 0.8% surgiscreen® lot 8ss635 in conjunction with their ortho vision® biovue analyser j60003482 and that they obtained a negative reaction with cell 2 of the red cell reagent whereas upon visual inspection, they would have graded this reaction as weakly positive. No further detail was provided. The customer reported that they had tested an alternate sample from this patient for antibody screening using the same lots of ortho biovue® system ahg anti-igg cassette and 0.8% surgiscreen® in conjunction with their alternate ortho vision® biovue analyser j60003481 and that they obtained a weakly positive reaction with cell 2 of the red cell reagent. No further detail was provided. It is understood that no biased result was reported to the physician. The customer reported that the patient was not harmed because of this event.

Manufacturer narrative:
Mxp32160513. Qerts# 501227. Email address for contact office above is: (B)(6). Discordant negative grading of an antibody screening reaction for one patient. The root cause could not be determined. No general product failure is identified. It is understood that no biased result was reported to the physician. The patient was not harmed. Note: for reporting purposes, ortho currently considers the ortho biovue vision¿ analyzer to be a similar product to the FDA cleared ortho ID-mts vision¿ analyzer and therefore, the event was reported to the FDA.